Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the monitor is not charging the batteries. The customer has already replaced the ac power module which did not resolve the reported issue. There was no reported patient involvement.